Event description:
The customer's mother stated that the customer had experienced high blood glucose levels after meals for the past three to four weeks. The mother also stated that the customer was recently hospitalized for high blood glucose levels. The blood glucose reading was 396 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. However, the bolus history revealed that the customer may not have bolused the proper amounts on the days prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.